Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level, and insulin pump had compromised force sensor system alarm and drive support cap was protruded. The customer's blood glucose level was 180 mg/dl at the time of incident. The customer reported that the insulin was squirting out during manual prime process. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.